Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse stated the issue was resolved after the system was restarted. The centralink system performing as intended. The system was down for about 30 minutes while the system was restarted. The system crashed while it was performing a backup, causing the backup to not finish. The cause of the centralink data management system preventing the user from logging into the system is unknown.

Event description:
The customer reported that their centralink closed and prevented them from being able to login to their centralink data management system, stating there was not database. There are no known reports of patient intervention or adverse health consequences due to the centralink data management system preventing the user from logging into the system.

Manufacturer narrative:
The initial MDR 2432235-2017-000271 was filed on april 17, 2017. Correction (04/14/2017): the event was evaluated by siemens headquarter support center (hsc) and research and development. A cause could not be determined. However, the likely cause was an operator manually closing the command window that runs the backup task. This is evidenced by the issue only occurring three times and always at the noon running of the backup task. The instrument is performing according to specifications. No further evaluation of the device is required.